Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by damaged video connector pins. However, the specific cause of the damaged video connector pins was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: the metal contact pin in the video cable connectors was deformed, due to which, there was no image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that on the evis exera iii video system center, there was aging of the connector, which caused horizontal stripes to flicker in the image. The patient was not under sedation, and there was no delay. The reported problem was found during reprocessing. The facility finished the procedure with the same device. There were no reports of patient harm. The device was returned and evaluated, and it was found that the metal of the contact pin of the video cable connectors was deformed, due to which there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.